Event description:
It was reported when an asymptomatic patient presented in a hospital after receiving a vibratory patient notifier for the noted long charge time. Upon interrogation, it was noted that the battery voltage had dropped excessively and without explanation between may and june of 2016 dropping from 2.99 v to 2.74 v despite no excessive high voltage charging and a consistent battery current around 10 ua. The device was explanted and replaced. The patient was stable during, before and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(4) 2016.